Manufacturer narrative:
Device passed displacement test and selftest. Hardware low level failures was present in the insulin pump trace download due to broken trace at pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio issue. The customer's blood glucose level was unknown at the time of incident. The customer stated that the audio test had failed and they were unable to hear any of the alarms. The insulin pump will be returned or analysis.